Manufacturer narrative:
Method: risk assessment. Results: the device is still implanted and no catalog and lot numbers were provided therefore, device inspection and device and complaint history reviews could not be performed. Conclusion: the plausible root cause of the reported event can be: freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error.

Event description:
It was reported that about 3 months before, the patient underwent the surgery. (B)(6) 2016, the surgeon confirmed x-ray, and he found that the locking screw backed out. The surgeon is monitoring for the patient now.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the device is still implanted and no catalog and lot numbers were provided therefore, device inspection and device and complaint history reviews could not be performed. Conclusion: the plausible root cause of the reported event is not determined.

Event description:
It was reported that about 3 months before, the patient underwent the surgery. (B)(6) 2016, the surgeon confirmed x-ray, and he found that the locking screw backed out. The surgeon is monitoring for the patient now.